Event description:
A report was received that stated an unintentional dural puncture occurred during an attempted epidural anesthesia procedure. It is alleged that a loss of resistance syringe was sticking which resulted in wet tap. There was no reported incident related medical sequelae.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.